Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly found unconscious by a neighbor, who called ems. Ems reportedly initiated CPR, and the patient was taken in an ambulance. The patient reportedly passed away before reaching the hospital in the ambulance. Review of the patient's continuous ECG recordings show that the patient's rhythm was idioventricular rhythm at 90 bpm with CPR artifact. The patient's rhythm then degraded to asystole with CPR artifact. The patient's rhythm further degraded to ventricular fibrillation (vf) with motion artifact and varying heart rate from 3:57:04 pm until the device was shutdown at 4:28:13 pm. The patient was in vf for approximately 1 minute, however motion artifact and varying heart rate prevented the lifevest from delivering a treatment. There is no indication of any device malfunction that caused or contributed to the patient's death. No deficiencies were alleged against the lifevest.